Manufacturer narrative:
A partial lead with the connector pin measuring 16.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without the return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported the the lead was capped and replaced due to high pacing thresholds and a capture anomaly. Patient recently underwent ablation procedure and is pacer dependent.